Manufacturer narrative:
The returned device was evaluated and a kink was noted on the exposed portion of the cannula. It is unclear when the kink occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula after initially struggling to constantly pass through the tip. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation.

Event description:
It was reported that the patient's blood glucose level reached 16.5 mmol/l (297 mg/dl), while wearing the pod between 4 and 24 hours on the leg. Hyperglycemia treated by administering a pen injection and applying a new pod.